Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and additional information. The device was returned for evaluation, and the customers complaint was confirmed. It was noted that the issue occurred due to a kink/knot on the cable. It was also noted that there was intermittent image after burning due to a damaged charge coupled device unit. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the issue was noted to be component failure. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the unknown procedure was completed using another camera. There were no issues noted with the patient.

Event description:
It was reported the subject device had lines on the screen when it was connected. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.